Event description:
Image quality during invasive radiology procedures has been unreliable to the extend that the operators have stated "we can guarantee that if use of this room continues, we will have a pt injury or death as a result".